Event description:
It was reported by a customer that during a procedure on (B)(6) 2011, fiber port overheat and card reader errors were received. The procedure was able to be completed. No pt injury was reported.